Manufacturer narrative:
Result: glide rod.

Event description:
It was reported by service report that the bed foot end side rail is stuck. Will not pull out. No patient involvement or adverse consequences are reported.